Manufacturer narrative:
H6: investigation summary a sample was received and tested by our quality team. The set was separated upon receipt, which verified the customer's complaint. Visual analyses under microscope was then employed to determine root cause of failure- which was a lack of solvent at the tubing to drip chamber junction. The manufacturing team has been made aware of this issue and has implemented changes to ensure that this failure will no longer occur. A device history record review for model 40000-07t lot number 20095694 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported that the bs sec 20dp, texium & hanger v/nv experienced component separation. The following information was provided by the initial reporter: tubing came apart below drip chamber. Patient injury: no. Qty affected: (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bs sec 20dp, texium & hanger v/nv experienced component separation. The following information was provided by the initial reporter: tubing came apart below drip chamber. Patient injury: no. Qty affected: 1 ea.